Event description:
Patient's father contacted dexcom technical support on (B)(6) 2012 to report that upon removal of sensor due to loss of calibration, the sensor wire was visible underneath patient's skin. The sensor had been inserted in patient's arm. No medical intervention was required. At the time of the call to technical support, the patient was in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.